Manufacturer narrative:
This report contains supplemental information for mentor asr reference number:(B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption# e1999017. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. During evaluation of the sample some creases were observed on the anterior and posterior view. Within a fold or wrinkle on the posterior aspect of the implant, a tear was observed measuring approximately 0.1 cm. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflated or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary.

Event description:
This report contains supplemental information for mentor asr reference number: (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate plus profile and was presented with right side breast deflation, and left side ptosis postoperatively. The issue was noticed on (B)(6) 2019 during doctor consultation. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: 3502375; serial number: (B)(4) on the left side. Replacement information was not provided for the right side, except that two new saline implants 400cc were used. This report is for the patient¿s right-sided device.